Manufacturer narrative:
The electrode pads were not returned to zoll medical corporation for evaluation; the device data logs were provided for review. The customer's report was observed during review of the device data logs. A set of replacement electrodes have been scheduled to send to the customer. Analysis of reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the associated defibrillator was unable to detect the attached electrode pads. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report updates information based upon your request which differs from the initial medwatch report filed. Please reference sections d1 updated, d4 catalog # removed, d4 primary UDI # updated.